Event description:
The customer reported the speaker sounds like it's going out.

Manufacturer narrative:
(B)(4). The customer reported the speaker sounds like it's going out. The device was evaluated at philips and the symptom was verified. The speaker assembly was replaced to resolve the reported issue.